Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to leakage on the reservoir with a blood glucose value of 485 mg/dl. The customer was hospitalized, where hyperglycemia was treated with an intravenous (IV) insulin drip. The customer was hospitalized for greater than 24hours. The event involved product(s) mmt-1884, mmt-243a, mmt-332a. Troubleshooting was performed for hyperglycemic event. The customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for pump error. The customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.). The customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was not performed for reservoir leakage. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-243a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.